Event description:
It was reported that the ventilator did not alarm audibly or visually when disconnected from the patient. The patient was placed on another ventilator. No patient harm reported. The dealer tested the ventilator and was unable to duplicate the reported problem.

Manufacturer narrative:
Na